Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this permanent pacemaker (ppm) system along with the right atrial and right ventricle leads were explanted due to infection. A replacement system was not implanted at the time of the system extraction, the patient had slow underlying rhythm and the healthcare professional (hcp) elected to monitor the patient at this stage. No additional adverse patient effects were reported.